Manufacturer narrative:
Correction: only the ipg was explanted and replaced during the procedure on (B)(6) 2019.

Event description:
Only the ipg was explanted and replaced during the procedure on (B)(6) 2019.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2019-11014. It was reported the patient was experiencing uncomfortable stimulation. As a result surgical intervention was undertaken on (B)(6) 2019 wherein the system was explanted.